Event description:
On (B)(6) 2013, (B)(6), during service for cardiohelp unit (article number 70104.8012; serial number (B)(4)) the field technician received a "battery 2 needs service" error message. On (B)(6) 2013, two additional battery calibrations were performed and both passed; however the "battery 2 needs service" still appeared. (B)(4).

Manufacturer narrative:
(B)(4). The device was evaluated by a ssu technician and the batteries were replaced. The device was tested to factory specifications and passed all tests. (B)(4).